Manufacturer narrative:
The company rep examined the system and replaced the fluidics controller printed circuit board (pcb). The system was then tested and met product specs. The replaced fluidics controller pcb will be returned for in-house investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery a system message was displayed twice. After the second time the message was displayed, they switched out the system. There was a 1-15 minute delay and the surgery was completed with no harm to the pt.